Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
A leak was observed on the unexposed portion of the cannula. This leak caused fluid to accumulate inside of the device and caused corrosion of the bottom battery. The damaged cannula is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.